Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood sample leakage because the luer adapter was chipped. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name:: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 16-may-2024. B.5. Describe event or problem it was reported when using the bd vacutainer® multiple sample luer adapter there was blood sample leakage because the luer adapter was chipped. This event occurred three (3) times. There were no health consequences or impacts reported. H.6. Investigation summary: bd received 1 customer returned sample and photos of the sample were provided for investigation. The photos were evaluated and the indicated failure mode for chipped product with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing using 30 tubes per needle. The issue of chipped product and leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode chipped product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood sample leakage because the luer adapter was chipped. This event occurred three (3) times. There were no health consequences or impacts reported.